Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, chronic infection, abscesses and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists infection as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. Unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2010, the patient underwent hernia surgery and a bard/davol ventralex mesh was implanted to repair the defect. It is alleged that following the implantation, the patient developed chronic infection, abscesses, and chronic pain that is ongoing to date. It is alleged that the patient underwent revision surgery on (B)(6) 2010. It is alleged that the patient has suffered and continues to suffer with pain, disability, loss with the respect to the extraordinary care for ongoing physiotherapy and other therapy including massage therapy, chiropractic therapy and medication. It is also alleged that the device was defective.